Event description:
A customer contacted beckman coulter inc. (Bci) in regards white powder covering a new shipment of lactate reagent brown bottles and plastic reagent cartridges. The bottles and the cartridges were not damaged. No injury was reported for this event.

Manufacturer narrative:
Customer's product was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. This is a final report.

Manufacturer narrative:
This is an initial report. An investigation will be undertaken upon receipt of the customer's products. A final report will be sent when the investigation is completed.

Event description:
Customer reported the test did not start after a blood sample was applied to a test strip inserted into her freestyle lite blood glucose meter. She further reported subsequently experiencing tremulousness, feeling irritable, "symptoms of low blood sugar", "symptoms of high blood sugar" and a seizure. No third-party emergent intervention was reported. Customer reportedly self-treated with an unknown non-prescription substance. Customer also reported receiving a reading of 222 mg/dl on her meter, but it is unknown when this reading was obtained relative to the reported seizure activity. Attempts to contact the customer for clarification have been unsuccessful. There was no report of death or permanent injury associated with this event.